Event description:
It was reported that the lesion in the circumflex (cx), was predilated with a non-abbott dilatation balloon. There was a previously deployed stent in the left main. An attempt was made to stent the proximal cx with the promus stent; however, the stent delivery system (sds) would not cross through the stent in the left main. The guide wire was exchanged for a non-abbott wire and additional predilatation was performed with the same non-abbott balloon. A second attempt was made to cross and again, it was unsuccessful. During removal of the sds from the pt, the stent dislodged in the left main. A snare device was used to retrieve the dislodged stent. The procedure was ended. No pt sequelae was reported. No additional info was provided. (B)(4).

Manufacturer narrative:
(B)(4) (re-insertion). (B)(4). Eval summary: the promus stent delivery system (sds) was not returned for analysis, which may have assisted in the eval; however, the dislodged stent implant was and there was blood on it, suggesting use inside the body. The distal end of the stent implant was mangled and the first row of proximal stent struts was flared. The first rows of proximal stent struts were slightly flattened. The middle stent implant outer diameters met mfg criteria; however, the proximal and distal outer diameters were not measured due to the damage noted. Reportedly, the sds would not initially cross a previously implanted stent and the sds was removed from the pt. After changing to a different guide wire and performing additional pre-dilatation, the same promus sds was re-advanced and was again unsuccessful. It should be noted that the promus instructions for use (IFU) cautions that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Physical resistance/inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation, device placement, device size, interaction with a previously implanted stent and/or accessory device support; and is typically not associated with a product quality deficiency. Based on the info provided, the previously implanted stent and/or moderately calcified lesion likely contributed to the resistance experienced. This interaction during the attempt to cross may have resulted in disruption of the stent implant such that it could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the previously implanted stent and guiding catheter, causing resistance and further contributing to the stent dislodging from the balloon. Additional therapy/non-surgical treatment was used to retrieve the stent with a snare device, which also likely contributed to the noted stent damage. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed the mfg criteria. This suggests that there are no lot specific product quality deficiencies. Based on the info provided, the reported physical resistance, stent dislodgement, and subsequent stent damage appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.